Event description:
During preparation for use for a cardiopulmonary bypass procedure, the roller pump would not power up as expected. There were no adverse consequences to the pt as a result of this event.